Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high pacing impedance, failure to capture and failure to sense due to dislodgement. The rv lead was successfully repositioned on (B)(6) 2023. Patient condition was stable.